Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.

Event description:
On 09/18/2023, it was reported by an sales representative via sems-06034399 that an ar-3200-0021 ccu is not functioning properly. This was discovered during use with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.